Event description:
It was reported that this right ventricular (rv) lead of the pacemaker system exhibited intermittent loss of capture (loc). It was noted that the rv lead was not manufactured by (B)(6). Technical services (ts) assisted other manufacturer field representative with programming. No adverse patient effects were reported. Currently, the pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).